Manufacturer narrative:
Continued h.6. Health effect - impact codes: f0101, f15.

Event description:
Healthcare professional reported a xen®45 gts event described as flow was not established post implantation in left eye, and patient's iop remained between 25-42. Doctor removed the distal portion of the xen and implanted another xen®45 gts. However, flow was not optimal so a 3rd xen®45 gts was implanted with optimal flow. No eye injury noted. The device remains implanted in the eye. This is for the 1st xen®45 gts.